Event description:
It was reported that during an unknown procedure that the device was locked out. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 07/2/2008. Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. However, with foot switch assembly it worked as intended. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.